Event description:
Customer reported being recently hospitalized due to diabetic ketoacidosis. Customer reported being on the insulin pump at the time of the hospitalization. Blood glucose levels at the time of the call and the hospitalization were not provided. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore consider this report complete to the best of our knowledge.